Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis left cylinder removed due to impending erosion with the one of the cxr cylinders into the distal part of the urethra. A counter incision was made to the distal end of the penis and a small stich was made to the sponge at the spot where the pending erosion was. The physician elected to not implant another device until the damaged tissue could heal. The distal tip of the cxr was not seated in the glans and was pointed medially toward the urethra. Following the revision surgery, the patient fully recovered.

Event description:
It was reported that the patient had the inflatable penile prosthesis left cylinder removed due to impending erosion with the one of the cxr cylinders into the distal part of the urethra. A counter incision was made to the distal end of the penis and a small stich was made to the sponge at the spot where the pending erosion was. The physician elected to not implant another device until the damaged tissue could heal. The distal tip of the cxr was not seated in the glans and was pointed medially toward the urethra. Following the revision surgery, the patient fully recovered. The patient had the remaining inflatable penile prosthesis components removed and replaced with a new inflatable penile prosthesis 4 months later. The patient fully recovered.

Manufacturer narrative:
Corrected data: d6b explant date the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.